Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message was fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue occurred during device setup. There was no patient involvement.